Manufacturer narrative:
The investigation for the hemolysis, sepsis, and arrhythmia has been completed. Product was not returned for review. The cause of mechanical interaction with blood was most likely due to pump was not in proper position since hemolysis was improved after repositioning of the pump. The cause of positioning issue was unknown. The cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hemolysis so the pump was repositioned. The patient entered a ventricular tachycardic storm and was defibrillated multiple times. The patient developed bacteremia so the pump was explanted. Care was withdrawn and the patient expired.